Event description:
This 73 year old female underwent a left modified radical mastectomy 3/19/97 with immediate implantation of a saline breast prosthesis. The pt developed a substantial seroma on the left side which cultured staph aureus. The filling valve was felt to be the infected object. During removal of the valve, at the bottom of it about a quarter size portion of the implant was exposed. The subcutaneous space was now in continuity with the implant pocket, thus was removed due to contamination. The implant was drained for removal. (Siltex sprectrum cat. No. 354-2514; lot 150935)